Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek pro ii meter serial number (B)(4) compared to a laboratory result using an unknown method. Results obtained on (B)(6) 2020: the laboratory result was 1.9 inr. The meter result was 2.4 inr. The time between measurements was approximately 10 minutes. Results obtained on (B)(6) 2020: the laboratory result was 3.1 inr. The meter result was 2.3 inr. The time between measurements was approximately 10 minutes.